Manufacturer narrative:
The device, intended for use in treatment, was not returned for evaluation. The reporting event could not be confirmed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Without the actual product involved our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that the drill bit broke during surgery. The device broke inside the patient but no pieces fell inside, all the pieces were recovered. No surgical intervention was required. No delay nor injury reported. A s&n backup device was available.